Event description:
Pt was undergoing placement of multi-lumen central venous access device (triple lumen catheter). The surgeon was unable to advance the guidewire that was part of the catheter's kit due to the patient's anatomy and possible sclerotic tissue from numerous past central lines. He asked for a hydrophilic guidewire (a separate device) to attempt placement. After removal of the guidewire a radiopaque density was noted on fluoroscopy. The guidewire was inspected and the surgeon found that a portion of the coating had sheared off the wire. The surgeon was unable to retrieve the piece, finished the intended procedure of the multi-lumen catheter) and ended the surgery. A vascular surgeon was consulted and a plan was made to attempt retrieval of the object the following day. The foreign body was successfully removed the following day via a clove snare accessed using the femoral artery. A longitudinal piece of coating measuring approx 10 cm was retrieved. The pt is stable and had since been discharged home with no residual issues related to this event.